Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: catheter. No longer applies to this event. Patient code applies to the pump and both catheters (product ID: 8596sc and 8709sc). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from manufacturer representative on 2017-feb-20 and 2017-feb-21 reported device information/catheter serial numbers that were involved with this event. The catheter serial numbers involved with this event are(B)(4) and (B)(4). It was also reported the patient had a stroke prior to receiving a baclofen pump. Patient became spastic and attributed it to withdrawals from patient's baclofen pump. No further information was provided.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver baclofen (2000 mcg/ml at 509.7 mcg/day). Analysis of the pump found no anomaly.

Event description:
On 2017-apr-21 additional information was reported. The patient¿s medical history included a stroke (prior to receiving baclofen pump, left-sided stroke resulting in persistent right upper extremity weakness and spasticity of right hemibody-rue [right upper extremity] and rle [right upper extremity] tone abnormal, rle [right lower extremity] muscle bulk abnormal); prior use of unspecified neuromodulating agents (for spasticity secondary to stroke, without reduction in spasticity, prior to pump placement); paralysis of right side body (due to stroke); and drug allergies to aggrenox cp12 (aspirin and dipyridamole ER), avelox tabs (moxifloxacin), and erythromycin tabs. Concomitant medications included baclofen at 10 mg every 6 hours as needed orally; unspecified digestive enzymes, 1 tablet 2x/day; docusate sodium at 100 mg, 2x/day; echinacea, 2 capsules 2x/day; fenugreek, 2 capsules 2x/day; grapefruit seed extract, as needed; hydrochlorothiazide at 25 mg, 1x/day; ibuprofen at 200 mg, 1 tablet, as needed; kelp, 1 tablet 1x/day; lutein at 6 mg, 1x/day; magnesium citrate at 100 mg, 2 tablets 1x/day; msm caps (dietary supplement), 1 capsule 2x/day; unspecified multivitamin, 1 tablet 1x/day; n-acetyl-l-cysteine at 750 mg, 1 capsule 2x/day; nattokinase, 1 capsule 1x/day; potassium at 99 mg,1x/day; an unspecified probiotic, 1 capsule 1x/day; red yeast rice at 600 mg, 3 capsules 2x/day; senna at 8.6 mg, 2 capsules 1x/day; vitamin d3 at 1000 iu, 1 capsule 1x/day; xanax (alprazolam) at 0.25 mg, 1x/day; and zoloft (sertraline hydrochloride) at 100 mg, 1x/day. It was reported that starting on an unspecified date (reported as 1 to 1.5 years ago relative to (B)(6) 2017), the patient¿s pump rate was increased from approximately 300 to 400 for decreasing effectiveness. On (B)(6) 2016, the patient was seen for a pump refill. The patient¿s pump was interrogated with no errors reported and an estimated battery life at 39 months. At that time, when the medication was aspirated for the refill, more medication than expected was withdrawn. On (B)(6) 2016, the patient¿s pump rate was increased to approximately 500 for continued decreasing effectiveness. On (B)(6) 2017, the patient was seen by neurology for a baclofen pump malfunction and a possible pump replacement/revision. At that time, he reported the current symptoms of decreasing effectiveness and no improvement with dose escalation. With this visit, a physical examination was performed and revealed respiratory wheezing. A motor examination showed rue (right upper extremity) motor function with abnormal tone, lue (left upper extremity) motor function with abnormal tone and muscle, and rle (right lower extremity) motor function with abnormal tone and muscle. The treatment plan included CT (computerized tomography) scans of the abdomen, pelvis, and lumbar/thoracic spine; and a possible dye study to determine the location of any catheter malfunction. If a definitive source of the malfunction was determined, that component would be replaced but if source of the malfunction was equivocal, the patient agreed to a replacement of the entire system. On (B)(6) 2017, the patient underwent "baclofen pump injection" testing under fluoroscopy for a history of pump malfunction. This study revealed opacification of the catheter in the subcutaneous tissues which passed over to the lumbar spine but the catheter was not identified beyond that point. The more lateral catheter port was cannulated but could not be aspirated and the procedure was terminated. On (B)(6) 2017, 2 weeks status/post baclofen pump replacement, the patient was seen for follow-up. At that time, he reported that he was doing much better. A physician examination revealed his incision was well healed. At that time, the treatment plan included a temporary stopping of baclofen 10 mg oral tablets and follow-up as needed. As of (B)(6) 2017, a nurse reported that any symptoms the patient experienced were due to a pump/catheter malfunction and not to the medication itself. No additional information was provided.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that when the pump was replaced, they found the patient had a granuloma. It was noted that the pump was used to deliver gablofen 2000mcg/ml at 319.2 mcg/day. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving unknown baclofen 2000mcg/ml for a total dose of 500mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported patient was a stroke victim and began experiencing withdrawals. It was determined by the surgeon that the catheter was intact and functional and the pump needed to be replaced. It was unknown what environmental/external/patient factors may have led, caused or contributed to the event. It was unknown what diagnostics/troubleshooting was performed. It was noted that the issue was resolved at time of the report and patient's status at time of report was "alive-no injury." It was noted that surgical intervention occurred. It was noted the patient began experiencing withdrawal symptoms and during a dye study the catheter would not aspirate. Upon examination of the pump and catheter during surgery it was obvious that the catheter aspirated and was flowing beautifully. The pump interrogation said the reservoir should have had 10ml of drug, but the pump reservoir had 15ml of drug. It was determined that the pump malfunctioned and it was replaced on (B)(6) 2017. It was noted the pump will be returned and the hospital currently has the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.